Event description:
It was reported that patient had experienced worsening back pain. It was reported that entire system was explanted on (B)(6) 2013. It was further described that the patient had inadequate pain coverage, and that their pain had become worse in their back and legs. It was reported that patient outcome was ¿recovered without sequelae.¿

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced inadequate coverage due to lead migration. It was noted that the outcome was resolved without sequelae on (B)(6) 2013. It was noted that interventions included multiple reprogramming attempts. It was noted that the entire system was explanted on (B)(6) 2013. It was noted that the diagnostic methods included examination and palpation. It was noted that the patient felt that the spinal cord stimulator (scs) had not improved her pain since implanted and rarely used the device. It was noted that the patient felt paresthesia down her legs but did not feel that it was helpful. It was noted that an x-ray was performed and showed that one of the leads had migrated to t1-t2 disc space. It was noted that it was unknown which lead migrated. It was noted that the event was related to the device or therapy and was unlikely related to the implant procedure.